Event description:
A pt reportedly wore the same pair of contact lenses from march 2004 until november 2004. The pt was removing the lenses and experienced pain in the left eye. The pt used "eye drops" unitl seen at a clinic on 11/2004. The pt was seen in e.r. And admitted to the hospital on the next day with a diagnosis of corneal ulcer / corneal abscess left eye. Initial evaluation notes for left eyelid edema with mucopurulent discharge, severe injection, photophobia, epithelia defect with stromal infiltrate and diffuse surrounding corneal haze. Anterior chamber: hypopyon. Visual acuity in left eye - hand motion. The pt denies sleeping in the lenses. While hospitalized, the pt was treated with fortified vancomycin and tobramycin, neosporine ointment, zymar, homatropine and rewetting drops. The hypopyon, ucler and abscess resolved while hospitalized. The pt was discharged from the hospital on 12/04 and continued to be seen in the hospital eye clinic as an out patient. The last record received indicates the pt was seen on 1/2004. Visual acuity in the left eye: 20/60 - 2. Note indicates the pt has a central corneal scar, stromal / epithelia. Epithelia defect healed. Pt was instructed to continue using pred fortz, zymar and refresh drops and return to the clinic on one week.